Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm, unexpected restart alarm and external ram error alarm. The customer also reported that the insulin pump went blank. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was stored or not in use for an extended period of time. The customer stated that insulin pump turned on after inserting a new battery. The customer stated that they received off no power alarm without a low battery alert. The customer declined to continue troubleshooting at the time of call. The insulin pump will not be returned for analysis.